Manufacturer narrative:
Calibration data was acceptable. Quality controls were not acceptable, but repeated acceptably prior to running the patient samples. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable na electrode results for approximately 199 patient samples tested on the cobas pro ise analytical unit. Examples are provided for 5 patient samples with discrepant na electrode results. The first sample initially resulted in a na value of 129 mmol/l and it repeated as 136 mmol/l. The second sample initially resulted in a na value of 132 mmol/l and it repeated as 138 mmol/l. The third sample initially resulted in a na value of 134 mmol/l and it repeated as 140 mmol/l. The fourth sample initially resulted in a na value of 126 mmol/l and it repeated as 134 mmol/l. The fifth sample initially resulted in a na value of 129 mmol/l and it repeated as 136 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer determined there was a sample probe clot. The customer replaced the probe. All probe adjustments and washes were confirmed. The pump pressures were confirmed. The sample probe was adjusted. The system passed ise checks, precision studies, calibration, and controls. The investigation is ongoing.